Event description:
It was reported that the implantable neurostimulator leads may have slipped because the patient was exercising and doing new activities. Patient's symptoms included a headache. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).